Event description:
Customer reported that the exhaled volumes were reading low out of spec while on a patient, the patient was removed from this ventilator and placed on another ventilator. Customer claims there was no harm done to the patient. They claim all the parts on the exhalation side including the patient circuit were replaced and the problem was not corrected.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, duplicated the event and identified that the issue was caused by a physically damaged exhalation flow sensor bulkhead connector. Typically, this type of damage is caused when the flow sensor locking sleeve is not retracted prior to pulling off the flow sensor. The customer was reminded by field service to fully retract the exhalation flow sensor locking sleeve prior to removing the flow sensor from the device. The carefusion field service representative replaced the flow sensor bulkhead connector and per the service manual, ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. Carefusion sent an email to the customer seeking additional information concerning the reported event and the condition of the patient. As of 06/17/2015 there has been no response from the user facility.